Manufacturer narrative:
The insulin pump was received with broken off end cap and missing segments/partial display due to crack and bleeding lcd glass. No beeping noted during battery installation. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to lcd physical damage. It also had a corroded motor home switch. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump fell off during a roller coaster ride and broke. The blood glucose at the time of the incident was 276 mg/d; treated with manual injection. It was stated that the bottom came off, the electronic part was exposed and it had a constant tone. The device was returned for analysis.